Manufacturer narrative:
Main component of the system and other applicable components are: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type lead; product ID 977c165, serial # (B)(4), implanted: (B)(6) 2016, product type lead. The removal of the ins was reported in MDR 3004209178-2016-17117.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient was having the lead revised and replaced on (B)(6) 2016 due to the development of a new pain in their left buttock and left leg that could not be captured with the leads already implanted. The patient had been trialed for their right low back/right leg pain so the leads were placed mid-line and right side of spine. The manufacturer representative stated that last week they tried to reprogram the system to get left side coverage but was unsuccessful. It was reported that the reason for the revision was not a device allegation as the patient was getting good coverage on right side which was what they were trialed for. The cause of the increased left side pain was unknown. It had increased over the last few months for the patient and it was stated that the probable cause was stenosis. No more definite information could be provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.